Event description:
While working on ramus, 3 bicortical screws were placed. After the third screw hole was made, it was noticed that the tip of the drill bit appeared to have been severed. Physician determined it was in the best interest of the pt in order to avoid unnecessary hard and soft tissue trauma to leave the drill bit in the mandible.